Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress which led to water invasion of the device. As a result, abnormality of electrical parts occurred. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and angulation in the up direction was out of standards due to a worn angle wire. In addition, evaluation found the gap of the up/down knob to be out of standards due to a worn angle wire, there were liquid leaks due to breakage of the switch box, there was noise on the screen due to corrosion of the plug unit, the screen quality was not good due to deformation of the scope connector, the charged coupled device lens had a crease, the light guide lens was polluted, the scope cover was deformed, the switch box was broken, the control part, scope connector and scope connector cover were corroded due to a leak, the scope connector was polluted due to leakage, and a b30 communication error was displayed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angle adjustment of the evis lucera elite colonovideoscope worked, but the angle adjustment control knob was too stiff. The issue was found when preparing the device for use in an unknown procedure. There was no delay and the procedure was completed using a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found an e315 unsupported scope error message was displayed due to corrosion of the plug unit. The report is being submitted due to the e315 error message found during evaluation.